Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: model: vedr01, ipg; implanted:(B)(6) 2011. (B)(4).

Event description:
It was reported that the lead was returned to the manufacturer after being explanted due to a system upgrade. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.